Event description:
It was reported that the ventilator had error difference in o2 reading. There was no patient harm. Manufacturer's ref. #: 1235113.

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, replacement of the o2 gas module solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The replaced part was kept by the healthcare facility. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). Alarm o2 concentration high is activated when measured o2 concentration exceeds the set value by more than 5 vol.%. The reported issue was confirmed in provided device logs. Our conclusion is that the replaced part was the cause of the failure, however this has not been able to be conclusively determined as no investigation of the replaced part was possible.